Event description:
It was reported that a new user of the ilet insulin pump experienced elevated blood glucose readings and uncertainty about insulin delivery from the pump; there were no device alerts, and the user was instructed to disconnect from the body to attempt a fill tubing procedure to confirm flow, but the procedure was not completed. Investigation of this case revealed no device alerts and an inability to complete the fill tubing verification while disconnected from the body, with no evidence of device malfunction identified. No clinical symptoms associated with hyperglycemia. Outcomes included reverting temporarily to subcutaneous insulin injections until a scheduled follow-up. It was concluded that hyperglycemia occurred with cause unclear and no clinical harm reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.